Event description:
It was reported that the pump battery was depleting quickly, that the touch screen was delayed in responding to presses, that the pump shut off unexpectedly and that the battery gauge was fluctuating resulting in the pump shutting down. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.